Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10892. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.25mm rotalink¿ plus and a rotawire were selected for use. During the procedure, it was noted that the rotawire became stuck inside the rotablator burr and could not be moved. Both devices were then removed from the patient's body and completed the procedure with another of the same burr and rotawire. No patient complications were reported and the patient's status was fine.